Event description:
It was reported that this right ventricular (rv) lead was found to have low pace impedance measurements prior to a battery replacement changeout procedure. During the implant, once this lead was connected to the header of the newly implanted device, impedances measured less than 200 ohms. Capture was confirmed to be adequate. The physician opted to keep this lead implanted. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was found to have low pace impedance measurements prior to a battery replacement changeout procedure. During the implant, once this lead was connected to the header of the newly implanted device, impedances measured less than 200 ohms. Capture was confirmed to be adequate. The physician opted to keep this lead implanted. No adverse patient effects were reported. This lead remains in service.